Event description:
The hospital perfusionist reported that the mps disposable experienced a potassium leak during a procedure. He reported that the alleged leak appeared to originate from the connection of the tubing and the pouch. It was reported that the surgical team had the patient on bypass for about 30 minutes before the issue was discovered. They switched out disposable cassettes and completed the procedure with no issues. There were no patient complications reported as a result of the alleged issue. The lot number of the affected device is unknown. The device was returned to the MFR for analysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.